Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope core smart cable used in the reported patient procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the returned video baton to known, good, test verathon equipment, the video baton failed to be recognized. The camera image quality test was performed and failed for the returned glidescope video baton 2.0 large. The verathon technical service representative confirmed the returned glidescope core 10-inch monitor and glidescope core smart cable were both functioning as intended when connected to known, good, test verathon equipment. The camera image quality test was performed and passed for both the glidescope core 10-inch monitor and glidescope core smart cable. The reported issue was isolated to just the glidescope video baton 2.0 large. Upon completion of the evaluation, the returned glidescope video baton 2.0 large was scrapped and replaced due to there being no repairs available for the device. The customer's glidescope core 10-inch monitor, glidescope core smart cable, and replacement glidescope video baton 2.0 large were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope video baton 2.0 large, there was no image displayed on the connected glidescope core 10-inch monitor. The procedure was completed using another glidescope core system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.